Event description:
It was reported that during a laparoscopic cholecystectomy procedure, there was an issue with clip formation. The site was able to complete the procedure with the device. There was no pt consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.